Event description:
Product label on front indicated that it worked with/fit linvatec/hall micro sagittal. Product did not fit/work with either power source. Surgery was delayed for 60 minutes due to having to locate a correct power source. Source found was micro aire hall micro 100 w/air hose.

Manufacturer narrative:
Although the samples were not returned for evaluation, a previous investigation found the root cause is attributed to supplier design. The supplier obtained two stryker core sagittal saws and measured to determine the maximum allowable blade thickness, and the stryker rasp hubs on test samples were modified accordingly. The supplier performed testing on the rasps with reduced hub thickness to verify that they would fit in the core power and still perform effectively in the tps power. All of the samples passed the testing and no instability was noticed. (B)(4). The provided lot codes indicate the products were manufactured prior to the change. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.